Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than anticipated due to charge times of greater than 15 seconds. A request was made to have data from this device analyzed. Data analysis confirmed a normal eri to end of life (eol) replacement interval. Device replacement was not scheduled at that time. The device remains in service. No adverse patient effects were reported. Additional information was received which noted that the device was later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than anticipated due to charge times of greater than 15 seconds. A request was made to have data from this device analyzed. Data analysis confirmed a normal eri to end of life (eol) replacement interval. Device replacement was not scheduled at that time. The device remains in service. No adverse patient effects were reported.